Event description:
Customer reports experiencing a no flow. The reported condition occurred during priming. The nurse squeezed the bag per label copy to initiate flow. The nurse inverted and taped the check valve per label copy. The drip chamber was half full. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
Samples were not available for evaluation; therefore the reported condition of no flow could not be confirmed or duplicated and the assignable cause could not be determined. The batch review was performed and no deviations were found. (B)(4)